Event description:
The guidewire broke during use in a hip arthroscopy. A forty-five minute delay occurred while retrieving the broken portion of the guidewire. No portion of the guidewire remained in the patient.